Event description:
It was reported that during a pacemaker replacement procedure when the device was connected to the pulse system analyzer (psa) the right atrial (ra) lead measured 380 ohms. When the lead was connected to the device, ra impedances decreased measuring less than 200 ohms. It was noted there was no change in thresholds or amplitudes. Troubleshooting was performed and the ra lead was removed from the device and a measurement was performed with the psa again and measured 320 ohms. The physician reconnected the lead to the device and the procedure was completed. The resistance value remained low post operative measuring less than 200 ohms. A customer response letter was requested for device analysis. At this time, the pacemaker and non- boston scientific ra lead remains in service. No adverse patient effects were reported.